Event description:
New information noted that the right ventricular lead was capped on (B)(6) 2020. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. Isometric exercise was performed, and noise was able to be reproduced. No intervention was performed. The patient was asymptomatic prior to, during, and following the interrogation.